Event description:
Caller claims her husband is getting high readings. Claims her husband was prescribed carvedilol and lisinopril for high blood pressure. Claims the doctor increased the dosage because the readings were high. Caller claims the increase in medication caused a visit to the emergency room. Claims her husband stopped breathing. She called an ambulance and he was rushed to the emergency room. Caller claims his blood pressure dropped real low. Claims he was in the emergency room for about 6 hours. Caller claims after leaving the emergency room, he reported to his doctor. Claims comparison done against the doctor's bp785 blood pressure monitor. She is not sure which unit was used first. Claims the doctor waited a minute between the readings. Claims the doctor waited a minute between the readings. Claims her husband is taking his blood pressure 2 to 3 times a day. Caller claims the batteries have never been replaced. Caller claims her husband has high cholesterol. Caller claims her husband is taking medications for his cholesterol. Caller claims he doesn't have any other known medical conditions. Caller claims her husband has been getting readings around 160 to 180 over 60 to 80. Caller claims she is not sure what his normal blood runs. Caller claims his systolic pressure was around 101 when the emt(s) check his blood pressure. Caller claims his systolic pressure in emergency room was around 130 to 140. Qa follow-up: consumer claims she phoned her husband's m.d. (Husband is the end-user of the device) on three separate occasions because the readings on their home monitor indicated his bp had risen. Claims on two of the three occasions the m.d. Changed and/or adjusted her husband's medication based on the readings provided on the home bp monitor. Claims new prescriptions were phoned to the pharmacy by the medical doctor. Wife claims they live in a semi-rural area and do not have easy access to the doctor's office. Wife claims her husband fainted and may have stopped breathing. He was rushed to the emergency room and treated, given multiple tests, IV solution, medication to raise his blood pressure and to prevent nausea. Claims by the time they arrived at the emergency room his bp had risen back to his average systolic norm of 130-140. Claims his bp would bottom out so he was medicated, treated and observed for six (6) hours. Wife claims her husband has ongoing health issues but did not disclose his health history. Claims upon discharge from the emergency room the on duty m.d. Stated the event was caused from too much medication. Emergency room release orders were to follow-up with his physician within the next few days, which they did. Wife claims her husband's arm size is 13 inches in circumference. Claims they would like to upgrade to omron bp monitor; model number bp785 10 series.

Manufacturer narrative:
(B)(4).